Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single use; device discarded.

Event description:
The customer reported two (2) false positive results with the ID now covid-19 2.0 assay for two (2) separate tests and patients performed on various dates. This MFR. Report addresses test one (1) of two (2). The customer reported a false positive result with the ID now covid-19 2.0 assay performed on (B)(6) 2023. Confirmation testing was performed via an unknown pcr platform and generated a negative result on the same day. No additional patient information, including treatment and outcome, was provided.

Event description:
The customer reported two (2) false positive results with the ID now covid-19 2.0 assay for two separate patients performed on various dates. This MFR. Report addresses test one (1) of two (2). The customer reported a false positive result with the ID now covid-19 2.0 assay performed on (B)(6) 2023. Confirmation testing was performed via an unknown pcr platform and generated a negative result on the same day. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.a1, b5, h10: added similar product information h3 other text : single use; device discarded.

Event description:
The customer reported two (2) false positive results with the ID now covid-19 2.0 assay for two (2) separate tests and patients performed on various dates. This MFR. Report addresses test one (1) of two (2). The customer reported a false positive result with the ID now covid-19 2.0 assay performed on (B)(6) 2023. Confirmation testing was performed via an unknown pcr platform and generated a negative result on the same day. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H10: added similar product information h3 other text : single use; device discarded.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m231419 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000j / lot: m231419, test base part number 192-430/ lot: m231419. The lot met the required release specifications. (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. H3 other text : single use; device discarded.

Event description:
The customer reported two (2) false positive results with the ID now covid-19 2.0 assay for two separate patients performed on various dates. This MFR. Report addresses test one (1) of two (2). The customer reported a false positive result with the ID now covid-19 2.0 assay performed on (B)(6) 2023. Confirmation testing was performed via an unknown pcr platform and generated a negative result on the same day. No additional patient information, including treatment and outcome, was provided.